Event description:
One patient with discrepant sodium results. Initial result was reported, the patient was not treated based on this result. Initial sodium result 130 mmol/l, repeated 137 mmol/l on same instrument. Field service rep found root cause to be a leaking water filter which was secured. Performance tests were performed and were within specifications.